Manufacturer narrative:
Analysis found there was a corrupted or bad exam. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) (cs) was unable to export the patient exams received "export failed" message with all export attempts for this particular patient. Snapshots and videos for this patient exported without issue to the usb. No patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that removing the rgb data set from the patient exam resolved the issue and was able to export the patient archive without issue. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
During troubleshooting, representative attempted exporting anatomized and not anatomized, plugging the universal serial bus (usb) into different port and also using 2 different universal serial bus (usb) but the issue persisted. Rebooting the system by logging off and powering off with usb unplugged and no cd drive but the issue was not resolved. Representative reported that demo head tumor exams and another patient exam exported without issue.